Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. No further information, logs or parts regarding the event is available. This information is not specific enough to point to any particular fault. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).